Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 50 to over 300 mg/dl. The customer did not mention any form of treatment. The customer mentioned that they were out of surgery for their heart and is not feeling well on their medication. The customer was assisted with reviewing their insulin pump's programing. The customer stated that they had their insulin pump in their pocket while taking an MRI. The customer was informed not expose their insulin pump to strong magnetic fields. The customer will talk to their health care provider about the possible causes of the low blood glucose. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).